Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received scs system on (B)(6) 2007. It was reported that the pt was feeling painful sensation towards the pt's hips when the stimulation was turned on. The ipg sight was sensitive to the touch. During the device reprogramming sessions a month ago, all values were normal. The device is still in use. No further info is available at this time.